Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. In addition to foreign objects found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the play in the up/down knob was out of the standard value; the image guide protector was damaged, the adhesive around he objective lens was peeled (as a result, a streak of flare appeared on the image), the adhesive on the bending section cover had a white-clouded area, the protector of the universal cord on the control section side had a scratch, the adhesives around the light guide (lg) lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was reduced angulation while using the evis lusera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the material in the nozzle. It was confirmed that there was no deformation of the air/water nozzle. It was further confirmed that there was no deviation from reprocessing of the device per the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. The inspection method for the event is described as follows in the instructions for use (IFU) operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.